Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA / 510(k) number could not be determined. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath. It was discovered that one pacemaker lead was not working. As a result, the patient was immediately admitted to the hospital to implant a new lead. No further patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the patient could not get breath particularly when trying to jog or walk fast. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)